Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial:(B)(6) batch: 7115600. Product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6) batch: 529802.

Event description:
It was reported that the patient was experiencing inadequate pain coverage due to spinal cord stimulation (scs) leads had migrated. The patient underwent an scs replacement procedure. The explanted device components were discarded per facility policy.